Event description:
It was reported that the patient underwent a pocket revision procedure for a more comfortable location.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.